Event description:
In the emergency room, the patient experienced multiple episodes of ventricular tachycardia (vt). In some episodes, the device required the maximum output to convert the rhythm, and some previous shocks were not effective. An induction test was performed, and a single shock was able to interrupt the arrhythmia. The patient was hospitalized for monitoring; however, they are stable.